Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received 3/18/2011: the stent that had restenosed at the time of the index procedure was a 3.5 x 33mm cypher (crs33350) stent that had been implanted on (B)(6) 2005. No additional information about this stent or procedure was available. This stent (crs) is not distributed in the united states, therefore, this adverse event of restenosis is not MDR reportable. Complaint conclusion: during a pci, a 3.0 x 23mm cypher select + dislodged but was finally deployed in the target lesion. The indication for the procedure was a 97% in-stent restenosis of a previously deployed 3.5x33 cypher stent in the proximal third of the right coronary artery (rca) approximately five years before. The device had appeared normal prior to use and there had been no tracking or crossing difficulty. The lesion had been pre-dilated. The stent dislodged while delivering to the lesion. Another balloon was inserted and the stent was finally deployed in the target lesion successfully. There was no damage to the stent and no injury to the patient. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed for the 3.0x23mm cypher select + and showed that these lots of products met all requirements per the applicable manufacturing quality plan. A review of the manufacturing records for the 3.5x33mm cypher could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. The sds of the dislodged stent was not returned for evaluation. Therefore, no determination regarding potential contributing factors could be made. Review of the information provided suggests that there are vessel/lesion factors (isr of a previous stent) and procedural factors that may have contributed to the stent dislodgement event and progression of cad may have contributed to the restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
A 3.0 x 23mm cypher select + dislodged in the patient. The indication for the procedure was 97% restenosis on the border of a previously implanted unknown stent in the proximal third of the right coronary artery (rca). The device had appeared normal prior to use and there had been no tracking or crossing difficulty. The lesion had been pre-dilated. The stent dislodged while attempting to implant the stent at 9 to 16atms. The stent did not migrate and another balloon was used to successfully implant the stent at the target lesion. There was no damage to the stent and no injury to the patient.